Event description:
Additional information was received from a consumer. No steps had been taken yet to resolve the implant not working for the patient. The patient had changed programs and they do not work. The patient believed the ins had moved out of place/began moving right after they were ¿burned¿ by the EKG, and was shrinking, and believed that the ins may have melted in their body. From the first month, the patient had not been able to hold their water, and the patient still could not hold their water and am worse. The patient was advised to follow up with their healthcare provider (hcp) to be evaluated regarding the ins having moved/melted. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va16web, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that she had the ins implanted in (B)(6) 2016 and it didn¿t work. The patient reported that she had been through all 4 programs and still just like she was at first. The patient reported that she couldn¿t hold her water, peed on the bed. The patient reported that she got the device thinking it was going to be better. The patient reported that the trial worked just fine and was not told that the implant was going to be different from the trial because the trial was a much newer device. The patient reported that the implant just didn¿t work. The patient reported that if she couldn¿t get any relief, she wanted the implant taken out. The patient also reported that she had an electrocardiogram (EKG) last month and it burnt up her up real bad. The patient reported that it burned when they went to hook the EKG device to get the EKG. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the circumstances that led to the lead needing to be corrected and placed in the spot was that the mark was missed and when the wiring was checked there were three wires that were not working. Furthermore, patient stated that they knew something was wrong when they were chocked inside and out when taking the EKG. Patient mentioned that the issue had nothing to do with their weight and thought the battery would last seven years. Patient said they needed another surgery. No further symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16web, implanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va16web, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that it was planned to have the battery replaced and correct the electrode by placing it in the right place. They mentioned that they would be having surgery soon to correct all of it. The patient stated that when they had the EKG, it burned their skin and they were shocked. This is when the device melted, shrunk, and moved out of place. There were no further complications reported as a result of this event.